Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
They are leaving the outer piece inside [foreign body in reproductive tract]. They fall apart - tampon [device breakage]. They fall apart when being pulled out [complication of device removal]. Consumer reported via e-mail that tampons fall apart when being pulled out. No serious injury reported.